Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The unit met specifications for mdu-5 qc functional test and successfully underwent a continuous burn-in for 5 hours. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-08489 and 2134265-2014-08490. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view an unspecified target lesion. However, it was noted that the device was defective and would not pullback though the liquid crystal display (lcd) is normal. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as: 2134265-2014-08489 and 2134265-2014-08490. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view an unspecified target lesion. However, it was noted that the device was defective and would not pullback though the liquid crystal display (lcd) is normal. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).